Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed that the motor heated up. No failure was identified. Inspection and maintenance were performed and the device was returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported that the motor heated up. This is report 1 of 1 for complaint #(B)(4).